Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone15.4 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) after wearing the device greater than 48 hours. No impact to the patient's blood glucose level was reported. The patient reported insulin had pooled on the surface of the insertion site. Symptoms reported include a sore spot that became enlarged, bruised and hardened. The patient reported visiting their healthcare provider on (B)(6) 2026 and was diagnosed with a staph infection. As treatment, the patient was prescribed with antibiotics.